Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 20 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: "several tubes from the same lotnr are systematically underfilling. Edta tubes are systematically underfilling. The expiry date is 03/2021. This has happened before. Important university hospital. They are placing a tender in the coming weeks. Please treat this complaint very carefully.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that 20 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: "several tubes from the same lotnr are systematically underfilling. Edta tubes are systematically underfilling. The expiry date is 03/2021. This has happened before. Important university hospital. They are placing a tender in the coming weeks. Please treat this complaint very carefully."